Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The ntw mitraclip, referenced is being filed under a separate medwatch report number.

Event description:
This report is being filed due to worsening mitral regurgitation and an elevated gradient with cds0601-xtr, 81112u132. Patient ID: (B)(6). It was reported that on (B)(6) 2019 a mitraclip procedure was performed for mitral regurgitation (mr). Two mitraclips (cds0601-xtr, 81114u111 and 81112u132) were implanted without a device issue reported. On (B)(6) 2021, a follow-up echocardiogram was performed. The two previously implanted clips were visualized without device issues noted. There was mild mitral valve stenosis with a mean gradient of 6mmhg, and mild to moderate mitral regurgitation. On (B)(6) 2021, another follow-up echocardiogram was performed. A residual posterior leaflet prolapse, along with severe, eccentric mr was observed. There was no device issue or malfunction, and there was no tissue injury noted due to the previously implanted mitraclips. On (B)(6) 2021, the patient presented with degenerative mr grade 4+, with a posterior leaflet prolapse. One mitraclip (cds0701-ntw, 10222r104) was implanted at the a2p2 without a device issue. Another clip (cds0701-nt, 10118u123) was successfully placed; however, the mitral gradient was deemed too elevated at 7-13mmhg. It was decided not to implant this clip. The device was not implanted and removed without issues reported. The gradient decreased to 5mmhg once this clip was removed. There was no device adverse event associated with this clip. On (B)(6) 2021, a discharge echocardiogram was performed. A single leaflet device attachment (slda) had occurred with cds0701-ntw, 10222r104. There was no tissue injury. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported mitral stenosis and mitral regurgitation (mr) could not be determined. Furthermore, mitral stenosis and mr are listed in the IFU as known possible complications associated with mitraclip procedures. The hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.